Event description:
On (B)(6) 2012, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder endoprosthesis. The pt tolerated the procedure. On (B)(6) 2012, the pt presented to the hospital with a high body temperature, images showed a proximal type I endoleak. No aneurysm enlargement was reported. The pt was admitted and is being treated with antibiotics for a suspected infection. On (B)(6) 2012, it was reported that the pt was transferred to another hospital is no longer under the physician's care.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. A review of the sterilization records for the device(s) is being conducted. The gore excluder aaa endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include: endoleak, infection.